Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -13.00/1.0/066 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6)2024. The patient experienced excessive vault and blurred vision. On (B)(6)2024 the lens was explanted. A replacement lens of shorter length was later implanted and the problem resolved, " patients eye is ok, no issues so far" was reported.